Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp) who reported that there was a possible relationship between the event and the device/therapy. They reported the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
H3: analysis of the ins, model [97715], s/n (B)(6), revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a return of pain. No symptoms reported to medtronic. This is an elective explant per patient request. No device issues reported to medtronic. Explant is scheduled for (B)(6) 2026. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received. It was reported that there was an increase in pain and less efficacy of scs. On (B)(6) 2025, patient reported that he is not getting as much relief as he was before. The patient is feeling frustrated today because he had more relief from his trial. On (B)(6) 2025, patient reported that the patient states that he is getting 10% relief. A couple days for more relief with the last reprogramming, but unfortunately that didn't last that long. The patient states that his trial worked well but the initial implant and the revision haven't provided much relief. The patient also notes some swelling around the generator site. The swelling isn't painful, but the patient is concerned. On (B)(6) 2025, spinal cord stimulator implant ineffective despite correct lead positioning and reprogramming attempts. Patient desires removal due to lack of efficacy and discomfort. The entire system was explanted on (B)(6) 2026.